Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that an optiflex nitinol stone retrieval basket was used in an unknown procedure performed on (B)(6) 2010 (patient age, gender, and weight are unknown). According to the complainant, one of the four basket wires "broke" upon first usage. It is unknown if the broken wire detached from device. It is also unknown how the procedure was completed. The nurse in the procedure indicated no additional patient or event information is available.

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation on january 18, 2010 that an optiflex nitinol stone retrieval basket was used in an unknown procedure performed on (B)(6) 2010 (patient age, gender, and weight are unknown). According to the complainant, one of the four basket wires "broke" upon first usage. It is unknown if the broken wire detached from device. It is also unknown how the procedure was completed. The nurse in the procedure indicated no additional patient or event information is available.

Manufacturer narrative:
A visual inspection of the returned device found the basket closed with 1 of the 4 basket legs broken at the base. There were signs of laser burns on the basket leg that may have been caused by the lithotripter used with the device. The dfu contains warnings on the use of a lithotripter with this device. Therefore, the most probable root cause for this complaint is user/use error.